Event description:
Additional information received indicated that the surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the hose connections were checked and no gas leaks were heard.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He found that the o2 hours had exceeded 100,000. He replaced the o2 sensor and reset the % hours. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor failed. As a result, an alternate device was employed. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to operate as intended. He installed the returned o2 sensor into a lab use only electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). Connected the epgs to o2 and air entering a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 1.87 volts. He calibrated the epgs several more times with no failure occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.